Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2267 alarm, which occurred on the homechoice (hc) during dwell 3 of 6. The baxter technical service representative (tsr) cleared the error and informed the home patient (hp) of the error's meaning. The hp had found a loose connection on the third bag. The hp would call the peritoneal dialysis (pd) nurse in the morning for instructions on completing therapy. The patient was connected at the time of the alarm and did not disconnect prior to the alarm. All of the bags were not properly spiked and connected, there was a loose connection on the 3rd bag. There was no patient extension line being used and no open clamps on any unused lines. There was no damage noted to the device, overpouch or carton in which the cassette was delivered. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and it was unknown how they would complete therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(4) 2012, and he was able to resume therapy after starting over with new supplies. The loose connection was not due to any issue with the supplies, he said he had hooked it up incorrectly. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was a loose connect which is use error. The label review found the labeling adequate for the use error in this complaint.